Manufacturer narrative:
Correction: b3, d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: b5, d9, h3, h6, h11. B5: it was reported that a spectrum pump had an undetected upstream occlusion during therapy. It was stated that a patient was transported via ambulance for 1.5 hours and the paramedic noticed the line was clamped without the unit alarming. ¿IV pump was supposed to be running salbutamol infusion of 500ml at a flow rate of 30ml/hr. The amount said to be infused was 7ml. The device did not alarm even though clamp was on above pump and unit was saying it was infusing.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available. H11: the device was received for evaluation. During functional testing, the reported problem "undetected upstream occlusion" was not reproduced. The upstream occlusion test was performed and all test were passed, upstream sensor readings were within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified however, as a precaution the ultrasonic sensor will be replaced. Per the warning listed on page 2 of the spectrum operator's manual: "the sigma spectrum infusion pump with master drug library has not been tested or evaluated for use in motor vehicles or aircraft (for example, ambulance or medflight helicopter". Details surrounding the IV set and pump set up at the time of the event are unknown and could be a contributing factor. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was found to be clamped while running salbutamol but was not alarming causing an undetected upstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.